Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture due to slight movement of the lead. A revision procedure was planned where the lead was to be removed. As of today, the lead remains in service. There were no adverse patient effects reported.